Manufacturer narrative:
This report is submitted on september 29, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to loss of residual hearing. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 03, 2022.